Manufacturer narrative:
Sample was returned to but no sample evaluation needed. The review of logfile shows that there is no technical problem. User shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal after he interrupted the treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient interface that lost suction after the laser had fired. A new patient interface was used to complete the procedure with no patient harm.